Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 and h10 in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the inside of the forceps hole was corroded, leading to adhesive detachment, resulting in failure of the forceps hole (dislodgement). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the forceps channel port was detached due to wear of the angle wire, and the bending angle in the up direction does not meet the standard value; due to damage, the angulation lever did not move smoothly, the control unit was dirty due to water leakage, eyepiece was sticky, eyepiece had a scratch, control unit had a scratch, grip was sticky, grip had a scratch, up/down angulation lever plate was sticky, suction cylinder had corrosion, forceps elevator had a scratch, angulation lever had a scratch, diopter ring had a scratch, venting connector under grip had corrosion, due to damage on image guide bundle, the image had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. The following is based on additional information from the legal manufacturer's final investigation: based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported that the cystonephrofiberscope plier's mouth had fallen off. The issue was found during reprocessing. There were no reports of patient harm.